Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Troubleshooting was done for hardware low level failure alarm. Customer did self test and it was fail. Insulin pump's screen went dark as well. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer did self test again and this time it was pass. Insulin pump alerted with hardware low level failure alarm again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display or back light anomaly noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.